Manufacturer narrative:
Evaluated by MFR: the polarx was retuned for analysis. No visible blood was observed inside the balloon, but external damage could be seen on the balloon. The polarx failed all leak testing. The polarx device was dissected, and the inner and outer balloon lines were pressurized in attempt to locate a leak. A breach was observed both in the inner and outer balloon. This hole triggered immediate outer balloon pressure too high errors on console. This did not allow for refrigerant flow obstruction analysis to be performed on the device as console functional testing could not be conducted.

Event description:
It was reported that a refrigerant flow obstruction detected error occurred. A polarxfit catheter was selected for a cryo ablation procedure for atrial fibrillation treatment. During the procedure a refrigerant flow obstruction detected error occurred. The polarxfit catheter was not used to complete the procedure. No patient complications were reported. However, the device was returned and analysis of the polarxfit catheter revealed a breach on both the inner and outer balloon of the polarxfit catheter.